Event description:
It was reported that the implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last year. It was also noted this right ventricular (rv) lead's threshold has slowly been increasing over the past two months with a corresponding drop in pacing impedance. Requested data analysis from technical services (ts). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device and lead remain in service. No adverse patient effects were reported. Received additional information the patient has been scheduled for a device replacement this month. At this time, this device and lead remain in service. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. The rv lead remains implanted and in service. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last year. It was also noted this right ventricular (rv) lead's threshold has slowly been increasing over the past two months with a corresponding drop in pacing impedance. Requested data analysis from technical services (ts). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device and lead remain in service. No adverse patient effects were reported.